Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the bedside monitor (bsm) gave irregular ECG readings. They were provided with a replacement unit to resolve the issue. No patient harm or injury was reported. Investigation summary: the customer indicated they were getting a high amplitude and high frequency on the ECG readings. The complaint unit was returned and was evaluated by nihon kohden repair center (nk rc). Nk rc was able to observe the reported issue. It was suspected that the ECG module of the device had failed. The ECG circuit board was replaced to resolve the issue. A review of the history of the serial number identified there were no further recurrences of the issue after the device was repaired. Based on the available information, a definitive root cause could not be identified. Failure of the module and/or its components can occur due to physical damage. Impacts with surfaces or other objects could damage both the exterior enclosure and internals of the device. If physical damage is not observed on the device nor its components, a module may fail due to normal wear and tear and is dependent on the age of the device and the frequency of its use.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) gave irregular ECG readings.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) gave irregular ECG readings. They will be provided with a replacement ECG module to resolve the issue. No patient injury or harm occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) gave irregular ECG readings.